Event description:
Device tripped eri earlier than expected, then eos 2 days later. Time frame would be 86% capacity (B)(6) 2020, then eol on (B)(6) 2020, then eos (B)(6) 2020. Required device change out in hospital earlier than anticipated. FDA safety report ID# (B)(4).